Event description:
It was reported that there was damage to the pump's screen. There was no adverse impact to the customer's blood glucose level. No further action was taken as the customer declined further inquiry, assistance, or a follow-up call, and technical support could not obtain additional information.